Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The malfunction code is not able to be reset. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.